Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. The patient was diagnosed with hemiplegia. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(4) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using three gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, the patient complained the weakness of the right hand and foot. The patient was diagnosed hemiplegia. Reportedly there was no symptoms just after the stent graft implantation procedure. A spinal drainage was performed. The patient underwent a rehabilitation, now the patient can do independent ambulation. The physician stated the hemiplegia occurred due to that three gore® tag® conformable thoracic stent graft with active control system were implanted in the long lesion.